Event description:
It was reported that a smiths medical pump gave a "no disposable pump won't run" alarm. Pump settings: res vol is 93.4 ml, rate is 2.2 ml/hr, given is 6.60 ml. Patient not affected.